Manufacturer narrative:
B3 is unknown. One device was returned for repair. The service history review identified no indication that the complaint was related to a service of the device within the view period. Visual and functional inspections found lcd display failure was confirmed.

Event description:
It was reported that device's lcd had leakage. There was no patient involvement.